Event description:
It was reported that the patient's system controller stopped responding to any buttons. The pump operation parameters were also not able to be viewed on the screen. The doctor disconnected the power cables to check the functionality of the controller and an alarm sounded with a text warning on the screen. When the controller was connected to the system monitor, it was not detected. The system controller was exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information reported that the system controller was exchanged and the issue resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller buttons not working, the parameters not being able to be viewed on the screen, and a communication issue with the system monitor was not confirmed. The system controller (serial #: (B)(6)) was not returned for analysis. Information provided on 07nov2022 stated that the product is unable to be retrieved, as the current situation in russia prevents abbott representatives to export products to the us. Product retrieval activities will cease for this event. If the product is returned in the future, the event will be updated, and product analysis will be performed at that time. Additional provided information stated that the issue was resolved after the system controller was exchanged. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller passed all manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.